Event description:
Patient revised due to impingement, inoperatively determined broach instrument originally implanted instead of stem.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states after the second head wouldn't fit, the focus turned to the stem. It was determined that the implanted stem was a broach instrument and not an implant. Based on the investigation, the need for corrective action is not indicated. Should additonal information be received, the investigation will be reopened. Depuy considers the investigation closed.